Manufacturer narrative:
Investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and air leakage testing and the indicated failure mode for damaged barrel with the incident lot was observed. Air leakage testing was done with a cup of water and it was confirmed that the dent at the top of the barrel was the cause of the blood leakage. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of damaged barrel was not observed. Bd was not able to determine where or when the damage to the barrel occurred. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd a-line¿ there was failure of the product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: there was "blood leakage during the use of the product. According to the customer's report, blood leakage occurred and the syringe tip was found to be damaged (hole)."